Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had a power on reset and therapy had stopped. The patient stated that it was an informational power on reset. The patient needed to put new batteries in the programmer before she would be able to go through troubleshooting to clear the power on reset message. The indication for use was spinal pain.